Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (investigation findings, component codes) corrected data: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse inspected the device and performed functional tests, during which the k6, k6a, k7, and k8 leak tests failed. To resolve the issue, the fse replaced the drive manifold (0104-00-0018). After replacement, the machine¿s functionality was tested, and all functional tests returned normal results. Finally, the fse conducted a running test using the iabp with a simulator trainer, confirming that the system was operating correctly.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6(medical device ¿ problem code).

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) have a low vacuum. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service technician (fst) went to assess the repair price to make a quote only. No action taken. Repair the job will be opened and sent to technician again when po is received from customer. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.